Manufacturer narrative:
Terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory ofterumo corp., (manufacturer). Exemption number: e2015056.investigation: the set of blood bags from the collection were not returned for evaluation.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.shipping testing was performed on the reserve samples from the reported lot number. Thereserve samples were also visually examined, and the solution volume and solution compositionwere tested with no abnormalities noted. All product conformed to the establishedspecification.the reported lot number was evaluated and it was determined that the same incidentassociated with this event had not been reported by other medical institutes as of april 10,2019.root cause: based on the available information, the filter membranes of the product concernedconsist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). According to the data at the time ofdesigning of the product in question, there was a possibility of white blood cell contaminationwhen the particulate removal rates were low. However, as mentioned above, the particulateremoval rates of the reported lot number were within the standards and did not show a lowtendency. Therefore, we were not able to identify the cause of the incident.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4) the collection set is not available for return because it was discarded by the customer.